Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in china reported on behalf of a healthcare facility that the glider within the bc190-05 flexitrunk nasal tubing 50mm was broken. It was further reported that the device could not be used and that there was no patient involvement.